Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event involved a primary plum set. It was reported that the infusion system experienced a paclitaxel leak through the air filter during paclitaxel administration. All staff present in the day hospital service were exposed to cytostatic drugs. There was direct involvement of the patient and healthcare professionals; however, no harm was reported.